Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the issue was a retained stylet when placing a single lumen PICC line. The clinician had not realized there was a stylet in situ (as he had removed the guidewire used to site the line) and the orange alert tag had fallen off whilst being unpackaged. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cut stylet caused by poor warning tag assembly is inconclusive due to the state of the returned photo sample. Three photographs of a groshong catheter and its opened kit were returned for evaluation. An initial visual observation of the photographs showed no obvious use residues along the groshong catheter and its observed kit contents. The photographs appeared to portray the ability for the warning tag to slide off the catheter and its stylet. The first photograph showed the warning tag at the hub of the stylet, then the second returned photograph showed the warning tag part way distal down the catheter shaft, and the third returned photograph showed the warning tag inside the kit tray and detached from the observed catheter shaft. No cuts or damage along the stylet were visible in the returned photographs. The warning tag may slide down the catheter shaft during use and handling of the device. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 10/15/2025; the device had been sited the previous day ahead of chemo treatment and was noticed when the patient came to commence his treatment in the oncology unit. The product was not defective, this was just to alert you that the safety warning label can easily be misplaced and it was then not obvious that there was a retained wire in the line. This has only happened once. The catheter was assembled with the stylet in place. The retained stylet was noticed the following day when the patient came to their oncology appointment, and the nurse realized the line looked unusual and questioned whether there was a retained stylet. The stylet did not migrate into the patient. The stylet was successfully removed with no harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.